Event description:
On september 17, 2004, the reporter contacted lfs on his behalf alleging that his one touch surestep enhanced meter was prompting the error 6 message. The pt mentioned that his blood glucose level was not tested on another device. He did not experience any symptoms of high or low blood glucose levels during the time of concerns. The pt reported visiting the hospital following the error 6 prompts; however, no treatment was received. The pt did not allege harm. There is no info to suggest that the pt experienced injury or medical intervention. The customer service rep confirmed that he was using correct testing techniques. Based on the unresolved error 6 prompt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter was replaced.